Event description:
During an initial implant procedure, it was noted the right atrial (ra) lead was dislodged and required repositioning. After the repositioning, it was noted the ra lead was unable to sense. Lead damage was suspected. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, material integrity problem and loss of sensing. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted when torque applied to the connector pin. The full helix extension length was measured within specifications. The reported events of material integrity problem and loss of sensing were confirmed due to the over torqued inner coil inside the connector region causing an internal short between the inner coil and outer coil conductor paths. The cause of the reported events of material integrity problem and loss of sensing were isolated to the over torqued inner coil consistent with procedural damage. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.